Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to pain. The modular head and cup were removed and replaced with a biomet modular head and competitor cup.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure has been indicated due to elevated metal ion levels; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015- 01603 / 01604).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01603 / 01604).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection showed minor scratches and damage on the edge, possibly from contact with the removal instruments. The root cause could not be determined for pain.